Event description:
Boston scientific received information that the patient advocate stated the patient was dizzy and experienced syncope. Boston scientific patient services advised the patient advocate to seek medical attention for the patient.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.